Event description:
On june 7, 2005 an incident event was reported to addition technology. This event involved the removal of intacs prescription inserts from pt (age unk), due to the temporal intacs segment eroding into the pt's anterior chamber. A description of this event is provided below: the pt has a lasik procedure previously performed (exact date unk) by md to treat their myopia. Following the lasik procedure, the pt was unsatisfied with the correction achieved. In 2005, dr. Elected to implant intacs inserts in the pt's right eye in an attempt to provide further correction of the pt's vision. Dr. Performed a bioptic procedure (combined treatments using lasik and intacs inserts) which is not approved by the FDA for use with intacs inserts. The following month , the pt presented with the temporal segments in their anterior chamber. Dr. Immediately removed both of the intacs inserts from the pt's right eye. Additional technology has made repeated inquiries to the site regarding the status of the pt following removal of the intacs inserts. To date, the site has not responded to co's requests for information on this pt. Additionally the physician elected to implant product with expired shelf life dating. The expiration date for this specific intacs product lot was 2004 and the pt was implanted in 2005.